Manufacturer narrative:
The event occurred in the us. It was reported that human fecal matter is all over the rotaflow drive. It happened while doing a CT scan. The customer lay the rotaflow drive between the patients legs. The device shut down. The rotaflow console was kept but the drive was replaced. No indication of actual or potential for harm or death has been reported. A getinge field service technician was able to confirm the reported failure and the root cause could be determined as wrong handling of the device, which lead to a damage of the rotaflow drive. The affected rotaflow drive with s/n (B)(4) will be shipped to the supplier emtec for repair. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed, but not a product related malfunction. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. 4.1.3 installing the rotaflow drive, do not tip the rotaflow drive at an angle of more than 90 degrees and do not turn it upside down. Otherwise liquids may enter the ventilation slot and damage the device. Chapter 2.2.4 general precautionary measures during use. Make sure that no liquid enters the collar of the rotaflow drive. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported that human fecal matter is all over the rotaflow drive. It was happened while doing a CT scan. Customer lay the rotaflow drive between the patients legs. The device shut down. The rotaflow console was kept but the drive was replaced. No indication of actual or potential for harm or death has been reported. Complaint ID:(B)(4).